Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Atrial undersensing was also noted at onset on the supraventricular tachycardia (svt). Troubleshooting options were discussed, medical management and increasing atrial sensitivity were also mentioned. Currently, this product remains in service and no adverse patient effects were reported.